Event description:
On 3/18/1999, the facility's interventional radiology tech informed the manufacturer's (MFR.) Sales rep of the following: the product was received without the tunneler and as a result, the hosp used their own tunneler to complete the procedure. No further details were provided.